Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. However, the error code was identified in the event log. The front panel power cable and the signal cables for the front panel controller were replaced and sent in for in-house eval. The system was then tested and met all product specs. The replaced cables have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).

Event description:
A nurse reported receiving a system message during startup. The surgeon canceled the case after the pt had already been prepped. There was no pt injury reported.